Event description:
It was observed during the device evaluation, that the subject device had corrosion of the connector contacts. There was no patient involvement.

Manufacturer narrative:
The actual product was manufactured in 2002; month/date are unknown. Based on the results of the investigation, the most probable cause of the finding is linked to the device, but unable to trace more specifically. A definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): ¦3.2 inspection of camera head ¿ check that there are no cracks, burrs, or other abnormalities on the exterior of the camera head, that the camera head cover glass is not cloudy or dirty, that the camera cable has no abnormal sags, bulges, scratches, holes, or stickiness, and that the electrical contacts on the video connector are not bent or rusted. Check that there are no bent or rusted electrical contacts on the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.